Event description:
It was reported that 14 pen ndl 32ga 4mm experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: when attaching the pen needle to the pen, the patient applies strong force and thus cannot attach the pen needle to the pen properly (the patient has to keep on turning it).

Manufacturer narrative:
Investigation summary: fourteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot no., cat. No. 320136. Visual examination and a functionality test was carried out on the returned samples and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 14 pen ndl 32ga 4mm experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: when attaching the pen needle to the pen, the patient applies strong force and thus cannot attach the pen needle to the pen properly. (The patient has to keep on turning it).